Manufacturer narrative:
Effect of potassium¿competitive acid blocker and proton pump inhibitor in preventing bleeding complications in patients undergoing percutaneous coronary intervention. Therapeutic research vol. 39 no. 12 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal sought to compare the efficacy of potassium¿competitive acid blocker (p¿cab) compared with other proton pump inhibitors (ppis) after pci. It was reported that a selection of patients in a study received resolute integrity rx drug eluting stents. Adverse events experienced included gi bleeding, all cause death, non-fatal mi and tvr.